Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5167194.

Event description:
A voluntary MDR/medwatch report was received on 03/11/2025. It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the supplemental MDR, additional information has been received.